Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging implantable pulse generator (ipg). It was noted the battery appears slanted and pushed in deeper. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient had difficulty charging implantable pulse generator (ipg). It was noted the battery appears slanted and pushed in deeper. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.